Event description:
It was reported that the lead was attempt for implant, but not used because the helix screw mechanism was extended out. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, and no anomalies were found.